Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during a laparoscopic procedure. The device cannot be fired and it was unclear if the surgeon was able to press the green button. The surgeon used a new device to complete the procedure. The patient had no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during a laparoscopic procedure. The device cannot be fired and it was unclear if the surgeon was able to press the green button. There was no patient injury.